Manufacturer narrative:
The head, liner and the fractured screws were returned for investigation and were sent to our r & d laboratory for investigation. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The returned products were reviewed and it was deemed that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Recently the head was disassociated from the neck and space was found on the side of the cup by x-rays and MRI. The screw had been broken and the surgeon could not remove it and left it in the body. Although black substance was not found very much, he found the synovial fluid slightly turned pink.